Event description:
As reported, during a laparoscopic procedure the capsure straight device fastener did not fixate the mesh properly. Another capsure straight fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fasteners failed to fixate the mesh. The subject device was returned for evaluation. The evaluation of the device confirms the reported event that the device did not fixate. Based on the sample evaluation the reported event is likely the result of an event occurring during user/device interface resulting in the device to go out of synchronization during sample testing once the failure was cleared the device was able to fixate. No manufacturing anomalies found. (B)(4) (B)(6) 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. The precautions section states if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.